Manufacturer narrative:
(B)(4). The aware date for the initial MDR should have been 02/12/2015. The device received was a non-baxter product. The baxter device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unknown baxter syringe set that leaked onto the bed. A green cap had been on the port prior to administering the unknown medication. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.